Manufacturer narrative:
The patient's past medical history included cervical conisation, normal pregnancy and normal pregnancy. Myalgia and menorrhagia outcome was unknown. The reporter provided no causality assessment for pelvic pain, metrorrhagia and back pain with essure. The reporter considered dyspareunia, asthenia, myalgia and menorrhagia to be related to essure. Quality-safety evaluation of ptc: batch no: b85130; production date: 22-oct-2013; expiration date: 31-oct-2016. Unconfirmed quality defect. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 7-mar-2017: the following adverse events were added: hemorrhagic periods and myalgia. Demographic data and medical history were added. On 7-mar-2017: ptc investigation result received. Company causality comment: this spontaneous medically confirmed case report refers to (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and after one year had pelvic pain. Patient underwent laparoscopic bilateral salpingectomy approximately 3 years after placement. This event is serious due to hospitalization and anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In this case, patient's medical history and concurrent conditions were not reported. Given the nature of the event pelvic pain, positive temporal relationship and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to surgical intervention required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. No further information is awaited.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who received essure (batch no. B85130) for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. In 2015, the patient experienced pelvic pain (seriousness criteria hospitalization and clinically significant/intervention required), metrorrhagia ("metrorrhagia"), dyspareunia ("dyspareunia"), asthenia ("asthenia") and back pain ("lumbar pain"). The patient was treated with surgery (bilateral salpingectomy by laparoscopy). Essure was withdrawn. At the time of the report, the pelvic pain, metrorrhagia, dyspareunia, asthenia and back pain outcome was unknown. The reporter provided no causality assessment for pelvic pain, metrorrhagia, dyspareunia, asthenia and back pain with essure. Most recent follow-up information incorporated above includes: on 3-feb-2017: the event menorrhagia was updated to metrorrhagia; the event lumber pain was added. The intervention performed was a bilateral salpingectomy by laparoscopy. The lot used for this patient is b85130. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and after one year had pelvic pain. Patient underwent laparoscopic bilateral salpingectomy. This event is serious due to hospitalization and anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In this case, patient's medical history and concurrent conditions were not reported. Given the nature of the event pelvic pain, positive temporal relationship and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to surgical intervention required. A product technical analysis is awaited.